Event description:
It was reported to boston scientific corporation, that 6 months after undergoing an enteryx procedure in late 2004, the patient had experienced weight loss, which was attributed to their complaint of heartburn and nausea. No further details regarding the procedure or the patient was ascertainable.

Manufacturer narrative:
Clinical study: the product remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: the product has been removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.